Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained lioresal at a concentration of 2000 mcg/ml with an unknown dose. It was reported the patient presented on (B)(6) 2016 for a pump replacement because the pump ¿was not working¿. Upon interrogation, it was discovered that the pump was in ¿safe state¿ and was not programmed to deliver any medication. The patient explained that she had a refill performed on (B)(6) 2016, and that was when that occurred. The representative was unaware if any troubleshooting had been performed the day of the refill. It was further reported the pump was replaced prophylactically as it had been implanted for 5 years. The issue was resolved at the time of the event. The explanted pump was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.